Event description:
Breast cancer diagnosis (B)(6) 2013, followed by double mastectomy (B)(6) 2013 with 4 reconstruction surgeries - each accompanied by infections - often of unk origin. Left side breast pain and implant flipping complication caused two of those surgeries and implant replacement with textured implant. Was not informed of increase in risk to cancer from this device. From the very first implant surgery until now I have been plagued with infections from chronic uti's, ear infections, sinus infections, pneumonia, yeast infections, bacterial vaginitis, gi issues, food allergies and intolerances never had before, low white blood cell, kidney pain, insomnia, headaches, muscle spasms and cramping, bone pain, episodes of high blood calcium, inability for body to temperature regulate or produce a fever, overall feeling of being unwell. There has been so much illness since breast implants, I may have missed something here and cognitive issues are ever on going. Eye infections and vision loss, tinnitus and hearing loss, inflammation, increased blood pressure, bone and joint pain, severe insomnia and brain fog. Only have breast implants from reconstruction. Desperate for answers. After years of illness I have gone holistic. My body prefers though to be on antibiotics yet I get stomach ulcers and other adverse side effects.